Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime testdue to faulty force sensor resistor. Motor was tested outside the device and passed. No motor error alarm noted. No failed battery test alarm noted after battery installation. Unit received with scratched lcd window and cracked battery tube threads noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 192 mg/dl. Troubleshooting was performed. The device was returned for analysis.